Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, reporter provided product information, abbvie 15fr lot peg lot 32341129 and lot j tube 32371119.

Manufacturer narrative:
Reference record (B)(4).   The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   A gastric ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On an unknown date, the patient experienced abdominal pain. On (B)(6) 2020, the patient's j tube was removed sue to gastric ulcers. The patient will be reevaluated in eight weeks to determine if the ulcers have healed and if j tube reinsertion will take place.